Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this product underwent a system extraction due to infection. A new system was not implanted. Additional information was received indicating the patient expired approximately a week and a half later.